Event description:
On 06/07/2000, the international distributor's technical service specialist informed the MFR's (MFR.) International representative via a fax of the following: while attempting to use the introducer as per instructions, the introducer buckled and split. This is the second incident. The first was reported. No further details were provided.